Event description:
Covidien received info stating that during patient use, an "internal temperature" alarm occurred several times. Medical intervention was required as a result of this malfunction. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4).